Event description:
As performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.